Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported loose/intermittent connection was not tested due to the returned condition of the device. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported loose/intermittent connection is possibly related to variation in the non-abbott stopcocks used at the account; however, this cannot be definitively determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the inability to attach the stopcock securely, which, if used, has the potential to cause or contribute to patient injury. It was reported that during device preparation of the steerable guide catheter (sgc), it was not possible to attach the stopcock. Multiple stopcocks were tried; however, it was not possible to thread them securely. At one point, it was thought that the stopcock was attached, but when pressure was applied, the stopcock twisted off. The sgc was not used and there was no patient involvement or a clinically significant delay in procedure. No additional information was provided.